Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal procedure at c1/2 to treat atlantoaxial subluxation due to trauma. . It was reported that the patient developed paralysis. Bone union has not occurred. The surgeon is planning a reoperation for removal of implants. The surgeon commented that the procedure and implants were no problem and the event was caused by narrowness of spinal cord more than usual at implanted level. No additional information is available at this time.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 0180952w and # 0213872w.